Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned with electro-cautery damage and insulation cuts in the outer insulation, along with deformed conductor coils approx. 240mm from the terminal pin, indicative of explant damage. It also presented an inner coil fracture near the lead electrode end, indicative of extension/retraction issues which also likely occurred at explant. Surface environmental stress cracking (esc) was also noted in several places. Evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. The patient was non-compliant with his appointments and the lead was dislodged for over a year. The lead was reviewed at the clinic when the patient finally attended to an appointment. No additional adverse patient effects were reported.